Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right atrial (ra) lead exhibited far-field r-wave oversensing on the presenting electromyogram (egm). It was also reported that there was under reporting of atrial arrhythmias due to them falling into the absolute blanking period. The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result of this event.